Event description:
Pt had primary surgery in 2006 a thr, summit sz 6 with asr 50/45 and a +2 sleeve adapter. In about (B) (6) 2009 she had a fall down some stairs. The surgeon is of the opinion that the cup and head were then binding. There was a lot of metallosis present when revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k, because a similar product is sold in the u.s. Under a different product code.